Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced a bent cannula event on (B)(6) 2025 leading to high blood glucose level and the patient was sick. Therefore, the patient went to emergency room with blood glucose level of 450 mg/dl. The symptoms of patient at the time of hospitalization were thirst and polyuria. The patient was treated by intravenous insulin drip. The patient stayed in hospital for three hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country:united arab emirates.